Event description:
The customer reported a speaker malfunction with no audible tones. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer is expected to send the device for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was provided the information to return the device to bench repair, however, the device was not returned. It is at the customer discretion to return the device. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The issue is not confirmed. If additional information is received the complaint file will be reopened.